Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: sterile part: 445.061s, lot: 1l86434, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 12.oct.2018, expiry date: 01.oct.2028. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile part: 445.061, lot: 1l62136, manufacturing site: raron, release to warehouse date: 26.sep.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation surgery for the ulna diaphyseal fracture (2u2a3a, insufficiency fracture) with the lcp reconstruction plate in question. The patient discharged from the hospital two (2) weeks after the surgery and was under rehabilitation. On (B)(6) 2019, the patient visited the hospital reporting pain. The hospital confirmed the breakage of the plate by computed radiography. The patient will undergo a reoperation which will include autologous bone graft on (B)(6) 2019. The surgeon commented that it was partially caused by the adoption of the reconstruction plate on the assumption that the strength was sufficient because it was insufficiency fracture. The dynamic compression was applied to the area which was not just around the fracture but around the next hole to the fracture. No further information is available. Concomitant device reported: unknown screws (part #: unknown, lot #: unknown, quantity: unknown). This complaint involves one (1) device. This report is for one (1) 3.5mm ti lcp® reconstruction plate 6 holes/84mm. This is report 1 of 1 for pc (B)(4).